Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced erosion, pain, and has had numerous surgical procedures to remove the mesh devices. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Dyspareunia. Corrected narrative: it was reported that the patient underwent a gynecological procedure in (B)(6) 2002 and mesh was implanted. The patient experienced erosion, dyspareunia, incontinence, discharge and pain. The patient underwent a lysis of adhesions and a sling revision on 01/29/2004. The patient had additional follow up sling revisions on (B)(6) 2004 and (B)(6) 2006.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.